Event description:
After contralateral leg was placed a type I endoleak was noticed. An iliac leg extension was placed in order to seal off the endoleak. Distal to the iliac extension, the iliac leg was placed for the purpose of extending the graft down to the left external iliac. The endoleak was sealed after placement of the iliac leg extension.